Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of bipolar capture and low impedance. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.